Event description:
A customer reported an altitude alarm with their pump, which temporarily suspended insulin delivery. Although the specific blood glucose value was unknown, it remained between 54-500 mg/dl, indicating no adverse impact. Technical support instructed the customer to remove any obstruction from the pump's speaker holes, gently clean them, and reconnect the cartridge. After following these steps and waiting, normal insulin delivery resumed without recurrence of the alarm. Additionally, tips were provided to prevent future altitude alarms, and the customer acknowledged the instructions.